Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had discomfort at the ins site, and it feels as if ins has shifted. The rep met patient to reprogram device. Patient reported she has lost weight since her implant and feels like battery has shifted and may flip at times. Lead connection check all green. All impedances within normal range. Able to program without difficulty. Physician notified.